Event description:
Last night prior to sleep the medtronic 780g sensor was correctly working. While I slept the sensor quit working and registered the bg dropping when it was actually rising. Thus the auto insulin quit working. By the time I woke in the am my bg was over 500 and the sensor showed it dropping and 67. 2 weeks ago the system failed and I ended up in the ICU. Medtronic has been notified of both but has made no forward motion of providing any concern, ie. Requesting to actually analyze the system.